Manufacturer narrative:
Failure analysis noted that the pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarm. The pump alarmed button error due to corroded keypad traces. There was moisture damage on the lcd board and no moisture on the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 163 mg/dl at the time of incident. The customer stated that she went swimming with the pump on and the pump alarmed button error 20 minutes after. She stated that the pump alarmed battery out limit due to taking out the battery. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.